Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge did not seem to fit flush with the pump. However, the cartridge was able to be loaded successfully and insulin delivery was resumed. There was no reported impact to the customer's blood glucose level.